Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a drainage catheter placement, the hub of the drain was allegedly ripped and thus the catheter was allegedly unable to be flushed. It was further reported that leakage allegedly occurred when the liquids are drained for which the drain was placed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Three photos and one video were provided for review. The photo shows the cracked catheter hub near the strain relief area. The video shows the clinician holding the navarre drainage catheter. Upon flushing, the fluid was noted to be leaking from the cracked catheter hub. Therefore, the investigation is confirmed for the reported fractured hub, leak and difficulty flushing issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a drainage catheter placement, the hub of the drain was allegedly ripped and thus the catheter was allegedly unable to be flushed. It was further reported that leakage allegedly occurred when the liquids are drained for which the drain was placed. There was no reported patient injury.